Event description:
It was reported that the device entered backup mode with no defibrillation therapy available due to performing an magnetic resonance imaging (MRI) scan with a non-MRI compatible system. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.